Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button felt loose. Reportedly, the button itself was functioning as expected. Additionally, the pump touchscreen was cracked and cause was unknown. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.